Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer complained on 10/01/2021 the pump alarmed pump error 15 and battery test. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test or pump error 15 noted during test. Verified pump alarmed 6 failed battery test between 10/01/2021 04:02:26.000 and 04:04:09.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 1938 file number 0) on (B)(6) 2021 04:02:23.000 due to software error as per global logic analysis (esf3764385). The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. No failed battery test or pump error 15 noted during test. Confirmed the pump alarmed pump error 15 alarm (line number 1938 file number 0) on (B)(6) 2021 04:02:23.000 due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error alarm and battery failed alarm. Customer was able to clear the alarm but did not received request to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was not performed, the customer will continue the use of device.